Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient had acquired a (B)(6) infection at the trial incision site. The patient was hospitalized and was given IV antibiotics. The leads were removed and the patient is recovering from the infection. Follow up report indicated that the patient has a medical history of prior infections and that the trial provided good pain relief.